Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.

Event description:
The hcp reported that while removing a tined lead, it broke and a piece remained in the patient. The physician attempted to recover the piece with a hemostat, but was unsuccessful and he elected to leave the piece in the patient. A new lead was inserted contralateral to the first. No adverse effects to the patient have been reported. Further information has been requested from the hcp but has not been received at the time of this report.